Manufacturer narrative:
The reported event of pocket complication could not be confirmed. The device was returned for analysis. Electrical, longevity, and visual analysis was normal, with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products.

Event description:
It was reported, that the pacemaker was explanted, due to pocket complications. The patient status was unknown.